Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. As returned, the distal end of the instrument was fractured. Sem examination of the fractured surface revealed the fracture occurred due to fatigue. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during left hip arthroplasty, the rasp fractured while in the femoral canal. The procedure was delayed approximately 30 minutes while attempting to remove the fractured piece; however, it could not be removed and remains in the femoral canal. No additional patient consequences were reported.